Event description:
The customer reports during an unspecified therapeutic procedure using a single use aspiration needle, the needle broke off within the patient's airway. The needle fragment was removed using biopsy forceps. There were no complications with the withdrawal of the needle. No further consequences to the patient have been reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation (although it is anticipated to be). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. Physical evaluation of the suspect device: there was no buckling or deformation at the insertion site. When the tip of the needle tube was checked, it was broken at a position about 15 mm from the tip of the needle tube. The broken needle tip was not sent. When I checked the protrusion and pull-in of the needle tube, there was no problem. When we checked the broken section of the needle tube, its shape seems the cause of the break was bending load but not brittleness the device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Conclusion: the definitive cause of the reported events could not be established.